Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has been experiencing pocket heating at the ipg site while recharging. The patient stated stimulation was not on while recharging the device. As a result, surgical intervention may take place to address this issue.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019, wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.